Event description:
As reported, during an open inguinal hernia repair procedure, the petal of perfix plug light mesh detached during insertion and was removed from the patient body. There was no reported patient injury.

Manufacturer narrative:
At this time, no conclusions can be made. As received the perfix plug has been handled and is contaminated from attempted use. Initial evaluation of the returned sample finds the inner petal is separated from the outer shell. Review of the returned sample is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. (B)(4)..

Event description:
As reported, during an open inguinal hernia repair procedure, the petal of perfix plug light mesh detached during insertion and was removed from the patient body. There was no reported patient injury.

Manufacturer narrative:
At this time, no conclusions can be made. As received the perfix plug has been handled and is contaminated from attempted use. Initial evaluation of the returned sample finds the inner petal is separated from the outer shell. Review of the returned sample is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2022. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report sample evaluation details. Based on sample evaluation and manufacturing process evaluation performed, a definitive root cause could not be determined. This was not reported as an out of box event, as reported the issue presented during insertion; it is possible the event occurred due to the handling of the device in preparation for use. This event remains the only complaint to be reported to date, for this manufacturing lot of (B)(4) units released for distribution in march 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.